Event description:
It was reported by the user site that on (B)(6) 2026, during use of a selenia dimensions mammography system, 3d, an issue occurred with the gantry, and the system generated a vertical travel assembly error code. The user site reported that the event occurred prior to a patient exam. No patient or user injuries were reported. Hologic field service engineers (fses) investigated the device on april 23rd, 2026, and determined that the tomosynthesis brake was not disengaging during attempted exposures. When a tomosynthesis sweep was attempted, the c-arm rotated approximately 2 degrees instead of the tomosynthesis arm moving as intended. During troubleshooting, the tomosynthesis brake was found by the fses to be stuck and would not release. Additional investigation by the fses identified a short in the cable supplying the motor controller board and excessive vertical play caused by a loose compression motor gear. The fses replaced the tomosynthesis brake assembly, repaired the damaged cable, replaced the motor controller and vta controller boards, and secured the compression motor gear assembly. Following the repair, all required alignments and calibrations were performed, and multiple test runs were conducted. The system was verified to be operating according to manufacturer specifications. No further information is currently available.